Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Additionally, 30 retained samples were subjected to a visual inspection for foreign matter, and all 30 retained samples passed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, a piece of red plastic entered 46 sample tubes when drawing plasma. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, a piece of red plastic entered 5 sample tubes when drawing plasma. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information. B5. It was reported while using bd vacutainer® no additive (z) tubes, a piece of red plastic entered 46 sample tubes when drawing plasma. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, a piece of red plastic entered 46 sample tubes when drawing plasma. No adverse impact was reported regarding the patient or user.